Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown ( at ) and bupivacaine ( at ) via an implantable pump for unknown indications for use. It was reported that the patient had pain at the pump and catheter site greater than 2 weeks following implant. It was noted that they also felt as if the pump was protruding from her skin and had thoracic back pain (pump not implanted for back pain). Additional information received from the healthcare provider via a clinical study indicated that the patient felt her body was rejecting the device. The pump and catheter were explanted.